Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide wars the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check heater line alarm, it was reported that a home patient (hp) restarted therapy with a new cassette but used the same bags. A technical service representative (tsr) explained proper aseptic procedure with the hp. The hp was advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.